Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid encountered within the cassette compartment. There were visual indications of particulates around the catch post area and within cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. During internal inspection, there were visual indications of dried fluid found between the pump assembly and display assembly. There were no visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cycler underwent and passed a mushroom head check, and tested negative for glucose. No other discrepancies were encountered during the internal visual inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A review of the device history record (DHR) found a report that the inverter board was previously replaced on 09/20/2019 due to a blank screen issue caused by a functional board failure. The board was replaced following that evaluation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A patient¿s contact reported to technical support (ts) that their liberty select cycler was experiencing a display brightness problem during operation. Rebooting the cycler did not resolve the issue. It was confirmed that the display brightness was set to 10, however, the screen remained dim. The ts representative issued a replacement cycler and told the contact that they could continue to use the cycler. It was confirmed that the patient's previous two treatments were completed on the machine. The contact was advised to inform the patient¿s peritoneal dialysis registered nurse (pdrn) of the replacement. There was no patient harm or adverse event, and no medical intervention was required. The patient was expecting to receive their replacement cycler the day that follow up was performed. The old cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.